Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting she has had her insulin pump for over a month and has had constant sensor issues. Customer's blood glucose level was 84 mg/dl. She has received multiple sensor errors, and the sensor glucose readings have been inaccurate. There have also been multiple calibration errors. The sensor error occurred during initialization. It was explained to customer that sensor errors during warm-up stage usually mean the sensor needle needs more time to stabilize. Customer has been selecting find lost sensor when getting a meter blood glucose reminder. Customer has been selecting new sensor when the sensor was lost. On (B)(6) 2014, customer had a low blood glucose level of 47 mg/dl, but the sensor reading was 121 mg/dl. She was advised this could have been due to selecting find lost sensor when there was a meter blood glucose reminder. Customer was advised to call when she has issues with her device. Nothing further reported.